Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b" to the front therapy electrode, and an open pulse wire in the cable connecting ECG b and the distribution node (dn). The cause for the failure and reported alarms was the open pulse wire. The root cause for the open pulse wire was excessive force. No adverse event resulted from the open pulse wire. There is no indication that the open pulse wire caused or contributed to the patient's skin irritation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor returned patient's electrode belt sn (B)(4) and reported that the electrode belt was causing "check therapy electrode pad" messages. Additionally, the patient reported an itchy skin irritation from the lifevest. The patient's physician recommended wearing a camisole under the lifevest. Medical outcome of the skin irritation is unknown.